Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to extreme high blood glucose. The caller stated that the customer had high blood glucose that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump will not be returned for analysis

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
The cause of death was alleged to be high blood glucoses that resulted in his passing. It was unknown when customer passed (so notified date of (B)(6) 2021 was used) or where customer passed. Customer's girlfriend said his would kink up while he slept and he would not know until he had woken up with extremely high blood sugar. She felt like he would be alive today if this was around with the phone app. She said it could have prevented many high blood glucoses and hospital visits that resulted in his passing. The insulin pump was assumed to be worn at passing. It is unknown if senor was used. It is unknown if pump had auto mode feature.